Event description:
Device failure reported 3 days after death of pt. Last pt was dnr. Hill rom totalcare bed frame was bent. Head frame support pivot points disengaged. Damage level indicative of potentially producing severe blow to kidney area. There is currently no witness to device failure and no association of device failure and cause of death.